Manufacturer narrative:
Updated the health impact code.

Event description:
This report is based on information provided by a philips remote service engineer, a bench engineer and a technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint regarding the tempus pro, stating that the device's connector pin was broken. The device was not in use when the issue was discovered. No harm or impact was reported.